Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization and unexplained high blood glucose of 400mg/dl. Troubleshooting assisted customer with rewind and prime technique and no further troubleshooting was required. Customer wanted to report the incident only.